Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the ipg reached end of service and patient lost therapy. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. As a result, patient underwent surgical intervention wherein the ipg was explanted and replaced. Therapy was restored postoperatively.